Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. It was noted that the patient was in atrial fibrillation (af); therefore, threshold measurements could not be obtained. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that impedance measurements were normal in unipolar configuration. It was thought that the lead was fractured. The device was left in unipolar and no further actions were planned. No adverse patient effects were reported. The lead remains in service.